Event description:
It was reported that the patient¿s ¿stimulation had moved up way too high.¿ it was further reported the patient¿s stimulation was ¿in her rib cage¿ and she ¿felt sharp pain.¿ the patient stated it was like she was ¿having a heart attack.¿ the patient was noted to have had her device turned off for the three weeks prior to report. Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Event description:
Additional information found reported that the stimulation that was going up higher in the ribcage and higher part of the back was supposed to be down their left leg and in the lower back. A patient outcome was not reported.

Manufacturer narrative:
Concomitant products: product ID 3708120, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).